Event description:
Reported due to surgical procedure. The physician attempted closure of an arteriotomy site with the perclose a-t (closer ak) device after an interventional procedure. The pt was not anticoagulated. A cuff miss occurred. A second perclose a-t device was deployed without any issues; however, hemostasis could not be achieved. Manual compression was held for two (2) hours, but hemostasis still could not be achieved. The pt was taken to surgery for a repair of the femoral artery. The surgeon reports that no clot was formed at the puncture site. It is unk how much blood the pt lost or if the pt needed a blood transfusion. The pt was hospitalized after the procedure for an unspecified amount of time. The pt's outcome is unk. This report represents the second device that was used. Although requested, no additonal info was provided.